Event description:
The patient stated that twice she has had tampons that could not be removed after insertion. The first time, the patient could not locate the withdrawal cord and she had to go to the emergency room to have it removed. She claimed the withdrawal cord was wrapped around the tampon. The patient reported this happened a second time with a different tampon. This time the patient did not notice the withdrawal cord and forgot about it for several days until she noticed the tampon "working its way out" claiming that she had also contracted an infection by this time. She went to the same emergency room ((B)(6)) and had the tampon removed, stating that the cord was either wrapped around the tampon or missing, but that she didn't know for sure. The patient reportedly was prescribed levaquin and flagyl. No further information was provided by the patient.

Manufacturer narrative:
Evaluation comments: the device history records for associated production lots were reviewed and found to comply with approved sampling, testing, and acceptance activities. Retained samples were also evaluated for withdrawal cord characteristics and cod anchor strength and all samples were within specifications. Fourteen (14) wrapped and unused tampons from the same carton as the latter incident were returned by the patient. These were unwrapped and examined for cord defects and cord anchor strength and all were within specifications. A search of the complaint database revealed no other complaints associated with this lot having been reported. We cannot confirm that a processing or other quality defect occurred.